Manufacturer narrative:
An attempt was made to reproduce the issue by generating the weekly review report and observed that this is expected behavior. Not confirmed: testing and/or analysis refute the issue occurred at the time of the reported event i.e., there is no evidence to suggests the issue happened. After conducting thorough investigation , it was found that the user has made future time change event which caused the data to be ambiguous for the current date range. To assist with the resolution , provided the below feedback to helpline support team. -- user made a time change to december 2025 , carelink application shows the most latest updated date as per the current system requirement. -- we already have an enhancement request in place for the data calendar to show the available upload date within the current date. For now please request user to change the desired date manually to generate reports as provided in screenshot. -- provided screenshot for the provided recommendation. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. The root cause of the issue is due to the future time change made by the user in pump. Helpline support team confirmed that they have understood the feedback and informed users. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an error when attempting to generate a carelink report. The carelink report was not displayed as expected, or possible had an issue with data in the carelink report, i.e. Missing or inaccurate. The customer reported no adverse event. The event involved product(s) mmt-7333. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7333.